Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description only. Since no imaging was provided it would be inappropriate to speculate at what may or may not have caused the celect filter to penetrate "various inner body parts from implant" or the patient to have "pseudoaneurysm from celect filter penetration." It is noted that the filter was retrieved with forceps and snare set. Cook will reopen its investigation in case further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: celect filter penetrated various inner body parts from implant. Had to be removed. Later, patient had to have stent graft to close aorta perforation/pseudoaneurysm. Md reports patient had fever with infection and found to have pseudoaneurysm from celect filter penetration. Filter was removed and then later patient had a stent graft placed to close defect of aneurysm. Celect filter was penetrated into various organs around it and was retrieved with forceps and snare set. Patient outcome: patient require additional procedures due to this occurrence. Patient underwent a procedure to remove the filter, as well as a stent graft to repair the damaged aorta.